Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Same as 3004742232-2017-00081: it was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 98% stenotic and was located in the left anterior descending (lad) artery. The physician used an ebu 3.5 guide catheter and a bmw guide wire to access the lesion. The bmw guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed three runs at low speed. During the next run at low speed, the device bogged down and follow-up angiography revealed a perforation. The physician attempted to advance a balloon into the patient, but then discovered that the tip of the csi guide wire had broke off. The physician was able to resolve the perforation via balloon angioplasty, but decided to leave the tip of the wire in the patient. Pericardiocentesis was performed at this point and the patient was stable at the completion of the procedure.